Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent surgery to remove the mesh products on (B)(6) 2019. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate file. No additional information was provided.